Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, and inflammation/irritation.

Event description:
Healthcare professional reported "encapsulation" baker grade unknown, pain, hardening and possible seroma on right side. Later the healthcare professional reported "fibrosis associated with chronic inflammatory process in the sample¿ and ¿ductal ectasia and apocrine metaplasia." The device has been explanted.

Event description:
Healthcare professional reported "encapsulation" baker grade unknown, pain, hardening and possible seroma on right side. Later the healthcare professional reported "fibrosis associated with chronic inflammatory process in the sample¿ and ¿ductal ectasia and apocrine metaplasia." The device has been explanted.